Manufacturer narrative:
Sample pictures were provided, and the incident has been confirmed. A review of the device history record (DHR) for the specified lot confirmed that all manufacturing processes and quality specifications were met prior to product release. The lot was in full compliance with applicable process requirements, and no instances of rework or special conditions were documented. No trend of foreign material or stains has been observed for this product. The potential root cause of this defect was identified as the improper use of hair nets and ninja-style hoods by personnel working on the line or by those involved in preceding processes that feed the line. Personnel on the affected manufacturing line were notified of the incident, and sample pictures were shared to raise awareness of the issue and emphasize the importance of delivering contamination-free materials. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
A long strand of hair was discovered inside the package, embedded within the large tablecloth. As a precaution, all items that had come into contact with the tablecloth were discarded. This incident resulted in a 30-minute prolonged procedure time for patient. Patient otherwise had no adverse effects.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.